Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported failed system leak test. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 08aug2019. The customer claims that they do not recall having any issue with the device. No information was able to be obtained related to the repair of this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.